Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that patient presented for an implant procedure. During the procedure, the stylet was stuck inside the left ventricular lead. The stylet was attempted to be removed from the lead but was unsuccessful. The lead was damaged. The lead was not used and replaced during procedure. The patient was stable.